Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified for this damages. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a separate issue. During the device analysis the service repair technician, indicates that missing thixotropic adhesive on forceps cover, missing glue on probe unit and pinhole on the glue around light guide lens were found. It was determined that the probe unit and lenses gluing are required to be replaced. There was no patient involvement.